Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per es9041. Found no leakage and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also perform visual inspection and found transfer guard¿s needle not centered. Transfer guards needle found not parallel to transfer guard body axis(the needles are not broken). Evaluated 1 open/used transfer guard only using a new lab reservoir. Performed pre-fill reservoir test per es9041. Found no leakage and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also perform visual inspection and found transfer guard¿s needle not centered. Transfer guard needle found not parallel to transfer guard body axis (the needle is not broken)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a air bubbles and leak . The customer¿s blood glucose level was 127 mg/dl. The customer reported that the insulin pump had air bubble. The leak was past the second o ring. The customer was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were successfully removed. After troubleshooting, customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The reservoir will returned for analysis.